Event description:
It was reported that when deploying the filter the arms deployed, but the legs were stuck in the spline. With difficulty, the filter was deployed but the legs were twisted. The doctor used the retrieval cone via the jugular to remove the filter. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.